Event description:
It was reported that the pump head mechanism was causing intermittently beeping issues. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device a degraded downstream occlusion sensor was found. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.